Event description:
Spontaneous report, from us. Local reference: # (B)(4); quality complaint was opened: references # (B)(4). Dealer reference: # (B)(4). This initial report was received on 27-sep-2022 from dealer via dentist and forwarded to septodont on 27-sep-2022. This case describes an accidental needle stick with septoject 27ga long needle causing a 31-year-old female dental assistant with unspecified medical history. On (B)(6) 2022, the needle was used for tooth extraction procedure in a patient with no medical history. It was reported that after the procedure, the needle poked the dental assistant through the cap. No hospital visits were required and no tests were performed on the dental assistant and patient. Information on the batches: #f10953aa, expiry date: 30-nov-2026. At the time of this report, the outcome was unknown. This case was considered serious by the company with seriousness criteria "other medically important condition" for pt "accidental needle stick" and "exposure to contaminated device". Manufacturer's preliminary comments: based on the first information available, the report described accidental needlestick injury in a dental assistant, after use in patient, by a septoject needle that passed through the cap. No hospital visits were required and no tests were performed on the dental assistant and patient. It appears that the dental assistant had performed the recapping procedure by hands contrary to what is mentioned in the product IFU. A possible forcing in this action could have lead to the piercing of the cap by the needle. However, there is no sufficient information available to rule out a possible quality defect of the device such as incorrect dimension of the needle or the cap. Therefore, pending quality investigations results and/or additional information, no final root cause could be determined. From preliminary analysis, pending quality investigation results and considering this is the first complaint received for this batch, no CAPA is required.

Event description:
Spontaneous report, from us. Local reference: # (B)(4). Quality complaint was opened: references #(B)(4). Dealer reference: #(B)(4). This initial report was received on 27-sep-2022 from dealer via dentist and forwarded to septodont on 27-sep-2022. Follow-up #1 was received on 30-nov-2022 from the quality department. All the information was processed together. This case describes an accidental needle stick with septoject 27ga long needle causing a 31-year-old female dental assistant with unspecified medical history. On (B)(6) 2022, the needle was used for tooth extraction procedure in a patient with no medical history. It was reported that after the procedure, the needle poked the dental assistant through the cap. No hospital visits were required and no tests were performed on the dental assistant and patient. Information on the batches: #f10953aa, expiry date: 30-nov-2026. At the time of this report, the outcome was unknown. This case was considered serious by the company with seriousness criteria "other medically important condition" for pt "accidental needle stick" and "exposure to contaminated device". Fup #1: received qir from the quality department. Manufacturer's preliminary comments: based on the first information available, the report described accidental needle stick injury in a dental assistant, after use in patient, by a septoject needle that passed through the cap. No hospital visits were required and no tests were performed on the dental assistant and patient. It appears that the dental assistant had performed the recapping procedure by hands contrary to what is mentioned in the product IFU. A possible forcing in this action could have lead to the piercing of the cap by the needle. However, there is no sufficient information available to rule out a possible quality defect of the device such as incorrect dimension of the needle or the cap. Therefore, pending quality investigations results and/or additional information, no final root cause could be determined. From preliminary analysis, pending quality investigation results and considering this is the first complaint received for this batch, no CAPA is required.